Event description:
Medicla affairs spoke to the pt and obtained the following info. The pt mentioned that a couple of months ago they felt disoriented; therefore their family member treated their with orange juice and contacted the paramedic's. The family member did not test the pt's blood glucose at the time. The paramedic's tested the pt's blood glucose and received a reading of 30 mg/dl and the pt was treated with glucose. The pt mentioned that they were not taken to the hosp. The pt recently compared their meter to their family member meter (invalid comparison). The family member meter read 100 and their meter read 6.0 mmol/l. The pt reported that the meter was previously set to the correct unit of measurement and the pt had not changed the unit of measurement through the meter settings. Therefore, there is an indication that the unit of measurement spontaneously changed from mg/dl to mmol/l.